Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), intracranial pressure increased ('intracranial hypertension') and multiple episodes of pelvic pain ('10/10 pain pelvis', 'pelvic pain 5/10') in a 29-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" in 2013. The patient's medical history included parity 1 in 2008, gravida I in 2008, pregnancy induced hypertension, complication of pregnancy, seasonal allergy, gravida (by pre-clampsia.), tonsillectomy, abdominal pain and mite allergy. Previously administered products included for birth control: oral contraceptives from 1999 to 2014. Concurrent conditions included depression since 2010, anxiety since 2010, obesity, allergic reaction to antibiotics, hives, burning sensation, infection, menorrhagia and dysmenorrhea. Concomitant products included hydrochlorothiazide from 2011 to 2012 and losartan from 2011 to 2012 for blood pressure increased, oral contraceptive nos from 2000 to 2013 for contraception, salbutamol (albuterol) and salbutamol sulfate (proair hfa) since 2011 for reactive airways disease as well as doxycycline, estradiol, estrogen nos;levonorgestrel, ethinylestradiol;levonorgestrel (seasonique), ethinylestradiol;norgestimate (ortho tri-cyclen), loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan potassium (cozaar), montelukast sodium (singulair) and terbinafine (lamisil). In march 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), arthralgia ("joint pain"), migraine ("migraines"), confusional state ("mental clarity and lag/metal lag"), depression ("depression/essure complications further intensified my depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), thinking abnormal ("difficulties with memories and thought processes"), joint stiffness ("join stiffness"), abdominal pain lower ("abdominal pain/ lower abdomen pain") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("spinal numbness"), rash ("skin rashes"), vomiting ("vomiting"), allergy to metals ("allergic to nickel or any other component of essure"), fatigue ("extreme fatigue") and nausea ("nausea"), 5 days after insertion of essure. In april 2013, the patient experienced dizziness ("dizziness"), headache ("extreme headache") and dyspnoea ("felt like wind was knocked out of me"). In august 2014, the patient experienced medical device site injury ("found tissue inside that were affected by essure and had to remove them"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and abscess ("abscess"). The patient was treated with opioids, diphenhydramine hydrochloride, naproxen sodium (aleve pm) and surgery (essure removal, essure removal and 2 hysterectomies due to joint pain, essure removal and 2 hysterectomies due to migraines, essure removal and second partial hysterectomyin (B)(6) 2014 due to pelvic pain, essure removal due to spinal numbness and bed rest and partial hysterectomy for essure removal due to pelvic pain in (B)(6) 2013). Essure was removed on (B)(6) 2013. In 2014, the migraine had resolved. In august 2014, the last episode of pelvic pain had resolved. At the time of the report, the device dislocation, intracranial pressure increased, depression, anxiety, vaginal haemorrhage, thinking abnormal, joint stiffness, medical device site injury, vomiting, dizziness, headache, dyspnoea, allergy to metals, hypersensitivity, fatigue, nausea, mental disorder and abscess outcome was unknown, the hypoaesthesia had resolved, the arthralgia, feeling abnormal, confusional state and rash had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abscess, allergy to metals, anxiety, arthralgia, confusional state, depression, device dislocation, dizziness, dyspnoea, fatigue, feeling abnormal, headache, hypersensitivity, hypoaesthesia, intracranial pressure increased, joint stiffness, medical device site injury, mental disorder, migraine, nausea, rash, thinking abnormal, vaginal haemorrhage, vomiting, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that the vaginal bleeding continued even after first hysterectomy, so she did tests and found tissue inside that were affected by essure and had to remove them - she removed the rest of uterus and cervix. She has not sought medical treatment for brain fog, mental clarity and lag, skin rashes, joint pain and stiffness. Brain fog, mental clarity, and lag decreased. Skin rashes, pelvic pain, joint pain and stiffness decreased, but not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Computerised tomogram - in 2016: results: due to intracranial hypertension - not provided. Lumbar puncture - in 2016: results: due to intracranial hypertension - not provided. Magnetic resonance imaging - in 2016: results: due to intracranial hypertension - not provided. On (B)(6) 2014: gross description: there is a small amount of hemorrhagic material at the endo-cervical margin and the cervical margin. Gross description: noted are segments of silver coiled spring like foreign material, measuring up to 1.5 cm in length, consistent with history of recent essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left lower quadrant pain, pelvic pain, depression. Lot number: a64637 manufacturing date:2012-10 expiration date:2015-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), intracranial pressure increased ('intracranial hypertension') and multiple episodes of pelvic pain ('10/10 pain pelvis', 'pelvic pain 5/10') in a 29-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" in 2013. The patient's medical history included parity 1 in 2008, gravida I in 2008, pregnancy induced hypertension, complication of pregnancy, seasonal allergy, gravida (by pre-clampsia.), tonsillectomy, abdominal pain and mite allergy. Previously administered products included for birth control: oral contraceptives from 1999 to 2014. Concurrent conditions included depression since 2010, anxiety since 2010, obesity, allergic reaction to antibiotics, hives, burning sensation, infection, menorrhagia and dysmenorrhea. Concomitant products included hydrochlorothiazide from 2011 to 2012 and losartan from 2011 to 2012 for blood pressure increased, oral contraceptive nos from 2000 to 2013 for contraception, salbutamol (albuterol) and salbutamol sulfate (proair hfa) since 2011 for reactive airways disease as well as doxycycline, estradiol, estrogen nos;levonorgestrel, ethinylestradiol;levonorgestrel (seasonique), ethinylestradiol;norgestimate (ortho tri-cyclen), loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan potassium (cozaar), montelukast sodium (singulair) and terbinafine (lamisil). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), arthralgia ("joint pain"), migraine ("migraines"), confusional state ("mental clarity and lag/metal lag"), depression ("depression/essure complications further intensified my depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), thinking abnormal ("difficulties with memories and thought processes"), joint stiffness ("join stiffness"), abdominal pain lower ("abdominal pain/ lower abdomen pain") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2013, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("spinal numbness"), rash ("skin rashes"), vomiting ("vomiting"), allergy to metals ("allergic to nickel or any other component of essure"), fatigue ("extreme fatigue") and nausea ("nausea"), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("extreme headache") and dyspnoea ("felt like wind was knocked out of me"). In (B)(6) 2014, the patient experienced medical device site injury ("found tissue inside that were affected by essure and had to remove them"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and abscess ("abscess"). The patient was treated with opioids, diphenhydramine hydrochloride, naproxen sodium (aleve pm) and surgery (essure removal, essure removal and 2 hysterectomies due to joint pain, essure removal and 2 hysterectomies due to migraines, essure removal and second partial hysterectomyin (B)(6) 2014 due to pelvic pain, essure removal due to spinal numbness and bed rest and partial hysterectomy for essure removal due to pelvic pain in (B)(6) 2013). Essure was removed on (B)(6) 2013. In 2014, the migraine had resolved. In (B)(6) 2014, the last episode of pelvic pain had resolved. At the time of the report, the device dislocation, intracranial pressure increased, depression, anxiety, vaginal haemorrhage, thinking abnormal, joint stiffness, medical device site injury, vomiting, dizziness, headache, dyspnoea, allergy to metals, hypersensitivity, fatigue, nausea, mental disorder and abscess outcome was unknown, the hypoaesthesia had resolved, the arthralgia, feeling abnormal, confusional state and rash had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abscess, allergy to metals, anxiety, arthralgia, confusional state, depression, device dislocation, dizziness, dyspnoea, fatigue, feeling abnormal, headache, hypersensitivity, hypoaesthesia, intracranial pressure increased, joint stiffness, medical device site injury, mental disorder, migraine, nausea, rash, thinking abnormal, vaginal haemorrhage, vomiting, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that the vaginal bleeding continued even after first hysterectomy, so she did tests and found tissue inside that were affected by essure and had to remove them - she removed the rest of uterus and cervix. She has not sought medical treatment for brain fog, mental clarity and lag, skin rashes, joint pain and stiffness. Brain fog, mental clarity, and lag decreased. Skin rashes, pelvic pain, joint pain and stiffness decreased, but not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Computerised tomogram - in 2016: results: due to intracranial hypertension - not provided. Lumbar puncture - in 2016: results: due to intracranial hypertension - not provided. Magnetic resonance imaging - in 2016: results: due to intracranial hypertension - not provided. On (B)(6) 2014: gross description: there is a small amount of hemorrhagic material at the endo-cervical margin and the cervical margin. Gross description: noted are segments of silver coiled spring like foreign material, measuring up to 1.5 cm in length, consistent with history of recent essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left lower quadrant pain, pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : event added- abscess, migration. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("10/10 pain pelvis"), the second episode of pelvic pain ("pelvic pain 5/10") and intracranial pressure increased ("intracranial hypertension") in a 29-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" in 2013. The patient's past medical history included gravida I in 2008, parity 1 in 2008, pregnancy induced hypertension and complication of pregnancy. Previously administered products included for birth control: oral contraceptives from 1999 to 2014. Concurrent conditions included obesity, depression since 2010 and anxiety since 2010. Concomitant products included hydrochlorothiazide from 2011 to 2012 and losartan from 2011 to 2012 for blood pressure increased, oral contraceptive nos from 2000 to 2013 for contraception and salbutamol (albuterol) and salbutamol sulfate (proair hfa) since 2011 for reactive airways disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), arthralgia ("joint pain"), migraine ("migraines"), confusional state ("mental clarity and lag/metal lag"), depression ("depression/essure complications further intensified my depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), thinking abnormal ("difficulties with memories and thought processes"), joint stiffness ("join stiffness"), abdominal pain lower ("abdominal pain/ lower abdomen pain") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2013, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("spinal numbness"), rash ("skin rashes"), vomiting ("vomiting"), allergy to metals ("allergic to nickel or any other component of essure"), fatigue ("extreme fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("extreme headache") and dyspnoea ("felt like wind was knocked out of me"). In (B)(6) 2014, the patient experienced medical device site injury ("found tissue inside that were affected by essure and had to remove them"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), opioids, surgery (bed rest and partial hysterectomy for essure removal due to pelvic pain in (B)(6) 2013), surgery (essure removal and second partial hysterectomyin (B)(6) 2014 due to pelvic pain), surgery (essure removal due to spinal numbness), surgery (essure removal and 2 hysterectomies due to joint pain) and surgery (essure removal and 2 hysterectomies due to migraines). Essure was removed on (B)(6) 2013. In 2014, the migraine had resolved. In august 2014, the last episode of pelvic pain had resolved. At the time of the report, the intracranial pressure increased, depression, anxiety, vaginal haemorrhage, thinking abnormal, joint stiffness, medical device site injury, vomiting, dizziness, headache, dyspnoea, allergy to metals, hypersensitivity, fatigue, nausea and mental disorder outcome was unknown, the hypoaesthesia had resolved, the arthralgia, feeling abnormal, confusional state and rash had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, confusional state, depression, dizziness, dyspnoea, fatigue, feeling abnormal, headache, hypersensitivity, hypoaesthesia, intracranial pressure increased, joint stiffness, medical device site injury, mental disorder, migraine, nausea, rash, thinking abnormal, vaginal haemorrhage, vomiting, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that the vaginal bleeding continued even after first hysterectomy, so she did tests and found tissue inside that were affected by essure and had to remove them - she removed the rest of uterus and cervix. She has not sought medical treatment for brain fog, mental clarity and lag, skin rashes, joint pain and stiffness. Brain fog, mental clarity, and lag decreased. Skin rashes, pelvic pain, joint pain and stiffness decreased, but not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Computerised tomogram - in 2016: due to intracranial hypertension - not provided lumbar puncture - in 2016: due to intracranial hypertension - not provided nuclear magnetic resonance imaging - in 2016: due to intracranial hypertension - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2018: quality-safety evaluation update of ptc global number, entry of FDA codes, addition of batch number dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("10/10 pain pelvis"), the second episode of pelvic pain ("pelvic pain 5/10") and intracranial pressure increased ("intracranial hypertension") in a (B)(6) year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" in 2013. The patient's past medical history included gravida I in 2008, parity 1 in 2008, blood pressure high and complication of pregnancy. Previously administered products included for birth control: oral contraceptives from 1999 to 2014. Concurrent conditions included obesity, depression since 2010 and anxiety since 2010. Concomitant products included hydrochlorothiazide in 2011 and losartan in 2011 for blood pressure increased, oral contraceptive nos in 2000 for contraception and salbutamol (albuterol) and salbutamol sulfate (proair hfa) in 2011 for reactive airways disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), arthralgia ("joint pain"), migraine ("migraines"), confusional state ("mental clarity and lag/metal lag"), depression ("depression/essure complications further intensified my depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), mental impairment ("difficulties with memories and thought processes"), joint stiffness ("join stiffness"), abdominal pain lower ("abdominal pain/ lower abdomen pain") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2013, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("spinal numbness"), rash ("skin rashes"), vomiting ("vomiting"), allergy to metals ("allergic to nickel or any other component of essure"), fatigue ("extreme fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("extreme headache") and dyspnoea ("felt like wind was knocked out of me"). In (B)(6) 2014, the patient experienced medical device site injury ("found tissue inside that were affected by essure and had to remove them"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), opioids, surgery (bed rest and partial hysterectomy for essure removal due to pelvic pain in (B)(6) 2013), surgery (essure removal and second partial hysterectomy (B)(6) 2014 due to pelvic pain), surgery (essure removal due to spinal numbness), surgery (essure removal and 2 hysterectomies due to joint pain) and surgery (essure removal and 2 hysterectomies due to migraines). Essure was removed on (B)(6) 2013. In 2014, the migraine had resolved. In (B)(6) 2014, the last episode of pelvic pain had resolved. At the time of the report, the intracranial pressure increased, depression, anxiety, vaginal haemorrhage, mental impairment, joint stiffness, medical device site injury, vomiting, dizziness, headache, dyspnoea, allergy to metals, hypersensitivity, fatigue, nausea and mental disorder outcome was unknown, the hypoaesthesia had resolved, the arthralgia, feeling abnormal, confusional state and rash had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, confusional state, depression, dizziness, dyspnoea, fatigue, feeling abnormal, headache, hypersensitivity, hypoaesthesia, intracranial pressure increased, joint stiffness, medical device site injury, mental disorder, mental impairment, migraine, nausea, rash, vaginal haemorrhage, vomiting, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that the vaginal bleeding continued even after first hysterectomy, so she did tests and found tissue inside that were affected by essure and had to remove them - she removed the rest of uterus and cervix. She has not sought medical treatment for brain fog, mental clarity and lag, skin rashes, joint pain and stiffness. Brain fog, mental clarity, and lag decreased. Skin rashes, pelvic pain, joint pain and stiffness decreased, but not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Computerised tomogram - in 2016: due to intracranial hypertension - not provided lumbar puncture - in 2016: due to intracranial hypertension - not provided nuclear magnetic resonance imaging - in 2016: due to intracranial hypertension - not provided. Most recent follow-up information incorporated above includes: on 11-dec-2017: upon internal coding review, the event "found tissue inside that were affected by essure and had to remove them" was coded with pt medical device site injury. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("10/10 pain pelvis"), the second episode of pelvic pain ("pelvic pain 5/10") and intracranial pressure increased ("intracranial hypertension") in a (B)(6) female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" in 2013. The patient's past medical history included gravida I in 2008, parity 1 in 2008, blood pressure high and complication of pregnancy. Previously administered products included for birth control: oral contraceptives from 1999 to 2014. Concurrent conditions included obesity, depression since 2010 and anxiety since 2010. Concomitant products included hydrochlorothiazide in 2011 and losartan in 2011 for blood pressure increased, oral contraceptive nos in 2000 for contraception and salbutamol (albuterol) and salbutamol sulfate (proair hfa) in 2011 for reactive airways disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), arthralgia ("joint pain"), migraine ("migraines"), confusional state ("mental clarity and lag/metal lag"), depression ("depression/essure complications further intensified my depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), mental impairment ("difficulties with memories and thought processes"), joint stiffness ("join stiffness"), abdominal pain lower ("abdominal pain/ lower abdomen pain") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2013, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("spinal numbness"), rash ("skin rashes"), vomiting ("vomiting"), allergy to metals ("allergic to nickel or any other component of essure"), fatigue ("extreme fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("extreme headache") and dyspnoea ("felt like wind was knocked out of me"). In (B)(6) 2014, the patient experienced unevaluable event ("found tissue inside that were affected by essure and had to remove them"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with diphenhydramine hydrochloride, naproxen sodium (aleve pm), opioids, surgery (bed rest and partial hysterectomy for essure removal due to pelvic pain in (B)(6) 2013), surgery (essure removal and second partial hysterectomy in (B)(6) 2014 due to pelvic pain), surgery (essure removal due to spinal numbness), surgery (essure removal and 2 hysterectomies due to joint pain) and surgery (essure removal and 2 hysterectomies due to migraines). Essure was removed on (B)(6) 2013. In 2014, the migraine had resolved. In (B)(6) 2014, the last episode of pelvic pain had resolved. At the time of the report, the intracranial pressure increased, depression, anxiety, vaginal haemorrhage, mental impairment, vomiting, dizziness, headache, dyspnoea, allergy to metals, hypersensitivity, fatigue, nausea and mental disorder outcome was unknown, the hypoaesthesia had resolved, the arthralgia, feeling abnormal, confusional state and rash had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, confusional state, depression, dizziness, dyspnoea, fatigue, feeling abnormal, headache, hypersensitivity, hypoaesthesia, intracranial pressure increased, joint stiffness, mental disorder, mental impairment, migraine, nausea, rash, unevaluable event, vaginal haemorrhage, vomiting, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that the vaginal bleeding continued even after first hysterectomy, so she did tests and found tissue inside that were affected by essure and had to remove them - she removed the rest of uterus and cervix. She has not sought medical treatment for brain fog, mental clarity and lag, skin rashes, joint pain and stiffness. Brain fog, mental clarity, and lag decreased. Skin rashes, pelvic pain, joint pain and stiffness decreased, but not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram - in 2016: due to intracranial hypertension - not provided lumbar puncture - in 2016: due to intracranial hypertension - not provided nuclear magnetic resonance imaging - in 2016: due to intracranial hypertension - not provided incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.